Event description:
It was reported that the right atrial (ra) lead was previously fractured and had been out of service. The ra lead was now explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant: sedr01 ipg, implanted 2006-(B)(6); 383059 lead, implanted 2008-(B)(6). (B)(4)